Manufacturer narrative:
This male experienced restenosis of a cypher stent. Medical history was not provided. Clinical and procedural details of the implantation procedure were not provided. All that is known is that the 2 cypher stents were placed in a renal artery and nearly 4 years later, one was found restenosed. Treatment included implantation of a palmaz blue stent. Multiple attempts to obtain additional info were unsuccessful. The stent could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Cypher is indicated for use in native coronary arteries. Restenosis is a potential adverse event associated with all stenting procedures. Patient's who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions; however, without additional info, it is not possible to determine what factors may have contributed to this event.

Event description:
The pt was admitted for a procedure in 2003 with a lesion in the right renal artery. The lesion was treated with two cypher stents. In 2007, it was noted that the patient had restenosis of one of the cypher stents that had been originally implanted. The restenosis was treated with a palmaz blue stent.